Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) restarted itself and entered a boot-loop indefinitely. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/24/2025 emailed the bme for the information in the ni list above: no reply was received. Attempt # 2: 12/01/2025 emailed the bme for the information in the ni list above: no reply was received. Attempt # 3: 12/06/2025 emailed the bme for the information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) restarted itself and entered a boot-loop indefinitely. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) restarted itself and entered a boot-loop indefinitely. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse station (cns) restarted itself and entered a boot-loop indefinitely. No patient harm was reported. Investigation summary: the device was returned and during evaluation, the boot-loop condition was duplicated. Investigation determined the software on the hard drives was corrupted. Both hdds were reimaged per service manual instructions, and the system was reinitialized and configured. Functional testing confirmed normal operation, including communication with bedside monitors, full disclosure, recorder, alarms, and peripherals. The unit passed qc and was returned to the customer. Root cause: corrupted system software. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/24/2025 emailed the bme for the information in the ni list above: no reply was received. Attempt # 2: 12/01/2025 emailed the bme for the information in the ni list above: no reply was received. Attempt # 3: 12/06/2025 emailed the bme for the information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.